Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data and alarm history showed multiple cs 128 replace battery alarms. A visual inspection of the pump showed multiple cracks in the battery compartment. There was evidence of moisture contamination observed inside the battery compartment. The battery cap was able to tighten securely to the pump. A leak test showed a leak at the battery compartment crack. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. The pump case was removed and there was evidence of moisture contamination observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.